Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. The aperture review confirmed the issue occurred in the field system. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on the known good in-house system, and the tower monitor did not show the full display. Bench testing was performed on this unit, confirming that it is bricked. As a result of these findings, failure analysis concluded that the tegra module is the root cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the vision tower power button was blinking blue and the robot was saying it is not connected to the vision tower. Logs were not populating and the system shows unavailable in artemis. Technical support engineer (tse) walked caller through a hard power cycle on all carts and reseated all blue fiber cables with no change. Robot and surgeon's console powered on in standalone mode normally. The vision tower continued to have a blinking blue power button. System is not scheduled for use. There was no report of patient involvement or reported injury.